Event description:
It was reported that stent damage occurred. During a percutaneous coronary intervention (pci), a 2.50 x 24 synergy ii drug eluting stent was selected for treatment, but was unable to advance smoothly through the guide catheter. The device was removed, the device was observed, and the stent struts were noted to be very slightly bent. The procedure was successfully completed with another of the same device. No patient complications resulted in relation to this event.